Event description:
Pt underwent an exploratory laparotomy, lysis of adhesion for small bowel obstruction. The on-q was implemented to manage post-op pain. In 2001, presented post-op wound infection (pseudomonas) accompanied of pain in wound. Wound developed the physicial appearance of necrotic edges with spreading cellilities. The surgeon considered this event possibly related to the on-q device. The pt was discharged from the hospital in 2001; and as of 05/23/2001 the resolution of event was unknown. The pt required surgical debridement and exploration, medication and prolonged hospital.

Event description:
Pt underwent a sigmoid colectomy in 2001 for colonic stricture. The on-q was implemented to manage post-op pain in 2001, presented wound infection accompanied of pain at the right side of incision. Incision was opened and wound cleaned out and packed (on-q) removed in 2001. The surgeon considered this event possibly related to the on-q device. The pt was discharged from the hospital on the 7th day post-op and as of 05/23/2001 the resolution of the event was unknown. The pt required incision to be reopened. A CT scan performed due to continue pain and prolonged hospitalization.